Manufacturer narrative:
(B)(4).

Event description:
The patient later reported she used to feel stimulation 10 sec on and 10 sec off. One day when she went to bed she noticed she felt no stimulation. She used her patient programmer (pp) to check if her implantable neurostimulator (ins) was on, pp showed ins was on. The patient went to see hcp and went through programs. The patient sporadically turned therapy on and off but never felt stimulation since then. Hcp office checked the device and determined that a couple of leads were not working. The patient also reported that she stopped getting symptoms relief at the time when she noticed she felt no stimulation. The patient stated it was not a miracle device she was hoping it to be but it worked and helped for the first 2 years. The patient started doing more kegels and she should have done it in the first place. She turned device off and it has been off for a week and was doing fine without it. The patient also reported felt 'electrical shocks, zapping' when she sits in a car or lay in a certain position in bed (roll over in bed etc) she felt zapping only with the device turned on, she did not experience shocking with the device turned off. She felt it when she was riding a mower. On (B)(6) she sat in a chair with the beveled side and got shocked. The device was checked by hcp and it was determined in (B)(6) that a couple of leads were not working. Shocking started at the same time as patient stopped feeling stimulation and symptoms returned. The patient mentioned did not have any fall or trauma but stated that she was clumsy and she might hit he thighs etc. But she does not hit the device area. The patient reported that the change in therapy/symptoms was sudden in nature. She did not notice a difference with the device being off. The patient turned her device off on (B)(6).

Event description:
It was reported that about over a week ago, patient started to feel the cycling/stimulation, ¿zap zap, zap¿, when she was riding in her car or laying down, somehow the stimulation was just stronger. In the same time period, the patient noticed that therapy changed and it was not working as well as before. The patient stated it was working, but not the miracle cure that she was hoping for. The patient did not recall doing anything that might have caused this, other than riding in a lawn mower. The patient status was reported as unknown. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information reported that the device never worked, felt lumpy and she has planned to get it explanted (no exact date yet). The patient stated the implantable neurostimulator (ins) would do really 'bizarre' things.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va04h0y, implanted:(B)(6) 2013, product type: lead. (B)(4).